Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site. The patient was prescribed with pain medications and lidocaine patches.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.